Manufacturer narrative:
Event is still under investigation at this time.

Event description:
During an arteriogram left leg procedure on the (B)(6) male patient, upon advancing the wire through the cxi catheter in the arterial tibial artery, the wire punctured the vessel wall and was unable to be drawn back out of the wall or into the catheter. Upon attempting to pull back on the wire, the wire broke/unraveled and the tip was left outside of the vessel wall in the patient. Ultrasound was performed and only the radiopaque tip was found. The device portion will be left in the patient as it was felt the wire tip will not cause any issues. Procedure was able to be performed without further incident. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, instructions for use (IFU) and a visual inspection was conducted during the investigation. One used and damaged approach cto microwire wire guide was returned for investigation. The product was examined on 25 february 2016. The mandril was 295.3 cm in length. The coil had separated from the mandril at 1.8 cm from the distal end. The stretched coil measured 41.1cm. The returned device was sent to the supplier on 04 april 2016. The supplier states, "we analyzed the appearance of the returned device and found that the coil was extended from the middle point of soldering which was located at 40mm from the tip and that the core wire was fractured at 80mm distal from the proximal soldering. By close observation, the gentle spiral lines were on the fractured part of the core wire which could have occurred by rotational load on the side face at the bending condition. Also, the fractured part was found its surface slanted which was seen when the excessive rotational load was put on the fractured part at the bending condition. There was twisting line on its fractured surface at the coil tip, which occurred when it was broken by twisting. The manufacturing record and inspection record of the complaint lot was reviewed. As the result, there was no abnormality which might be related to this complaint. Based on the provided information and the above results, it is thought that the concerned guide wire tip was trapped with bend at the cto lesion, the torsional force was put on it by the excessive operation, the twisting load was intensively accumulated to the guide wire tip which led to the core fracture, and that the coil got elongated over the tension load upon removal of the guide wire." There is no evidence to suggest the product was not manufactured to current specifications. The IFU states under precautions "avoid manipulating or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the wire guide has ben inserted in the vessel." Based upon the visual examination of the returned device and the statements made by the supplier, a definitive root cause could not be determined why the wire guide was unable to be withdrawn without excessive force. We will continue to monitor for similar complaints, and have notified the appropriate internal personnel of this event.

Event description:
During an arteriogram left leg procedure on the (B)(6) year old male patient, upon advancing the wire through the cxi catheter in the arterial tibal artery, the wire punctured the vessel wall and was unable to be drawn back out of the wall or into the catheter. Upon attempting to pull back on the wire, the wire broke/unraveled and the tip was left outside of the vessel wall in the patient. Ultrasound was performed and only the radiopaque tip was found. The device portion will be left in the patient as it was felt the wire tip will not cause any issues. Procedure was able to be performed without further incident. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.